Event description:
A customer contacted beckman coulter inc. (Bec) stating that after calibration, a very small amount of fluid leak was noticed under the flowcell cover of their coulter lh 780 hematology analyzer. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and glasses at the time of the incident. There was no direct contact with the fluid.

Manufacturer narrative:
A field service engineer (fse) went on-site a day after the event and found a pinhole at the tubing from the differential mixing chamber to the flowcell. Fse replaced all of the tubing between the mixing chamber and the flowcell and verified repair per established procedures. The issue was resolved. The bec internal identifier for this event is (B)(4).